Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient wants hcp listing because they want the device removed because it has not been helping with the patient's pain in her back. Patient stated she has nerve damage and she cannot have MRI or CT scan. Patient stated she just wants it out so she can find something else to help her. No further patient symptoms or complications were reported in this event. It was reported that the patient is going to have the leads and ins removed on (B)(6) 2018. The patient reported that the device makes their whole body twitch and it doesn't take away their pain. The patient stated that since it was implanted in (B)(6) 2017, it has never worked and "something went wrong." The patient reported that when they go to sleep, they turn the stimulation down but it has shot up really high "to 400" in the past and the patient had to turn down the stimulation with the patient programmer. The patient needs an MRI and is unable to get one with their current implant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jan-02 reporting that the cause was unknown. The unit went from 230 to 390 without the patient resetting it. It was very uncomfortable for the patient. No further complications were reported.